Manufacturer narrative:
One used primary tubing set and one used secondary set were received and evaluated. The devices passed testing. No backflow was noted during testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a backflow of solution. On an unspecified date, the primary tubing set was being used to deliver 250 ml of normal saline, at an unspecified rate. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of zosyn 3.375 g/100 ml, at a rate of 25 ml/hr. The primary solution container was hung lower than the secondary solution container. The customer contact reported that shortly after the delivery was started, backflow of solution from the secondary solution container into the primary solution container was noted. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. The customer contact reported a delay in changing the tubing set; however, there were no adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.